Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had a blank display. The customer's blood glucose level was 423 mg/dl at the time of the incident. The customer stated that the insulin pump advised to change the battery and it continued to change the battery. The customer tried three batteries and it was not working. The customer stated that the display was not blank less than 30 seconds and did not return and the display was blank currently. The insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer was not treated, as the insulin pump was broken also, they were unable to complete troubleshooting, as the insulin pump was not functioning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.